Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00mm x 20mm veriflex stent was selected for use to treat the lesion. Upon advancing the device towards the target lesion, the tip of the stent was flared by a guideliner. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.